Event description:
The customer stated they received a questionable result for total psa (tpsa) on their cobas e411 rack analyzer (serial number (B)(4)). The customer provided data for one discrepant result which was reported outside the laboratory. The physician questioned the result as he was expecting an elevated tpsa result and requested the sample be repeated. The repeat testing was performed on the same e411 analyzer. The patient's initial tpsa result was 0.01 ng/ml. The sample was repeated twice on (B)(6) 2011. The first repeat result was 12.50 ng/ml. The second repeat result was 12.50 ng/ml. A corrected report was issued on the sample indicating 12.50 ng/ml was the correct value. There were no adverse affects to the patient as a result of this event. The field service representative determined the cause of the event was the tubes not sitting properly in the rack causing the tip not to draw up a sufficient amount of liquid for the test. He put inserts in all the e411 racks to center all the tubes being placed in the rack. The customer will train staff to use the racks and ensure tubes are sitting correctly. For verification, performance testing was run with results within specification.